Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection revealed potential adhesive in the flush tubing. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. A couple of images were provided and reviewed by a boston scientific quality engineer. The pictures confirmed some marks inside the flush tubing. The adhesive in the flush tubing is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it would not be in contact with the inner section.

Event description:
It was reported that prior to an atrial fibrillation ablation a farawave catheter was selected for use. During preparation, the device was flushed on the back table as normal. Once brought up to sterile field and connected to flush line, a bubble that would not clear was noticed. Flush line was fast flushed but bubble would not clear. Flush line was disconnected and flush with 20 ml syringe was attempted. Additionally, it appeared like glue, or something was in the flush port of the farawave catheter. The catheter was replaced, and procedure was completed without patient complications. The device was received for analysis.

Event description:
It was reported that prior to an atrial fibrillation ablation a farawave catheter was selected for use. During preparation, the device was flushed on the back table as normal. Once brought up to sterile field and connected to flush line, a bubble that would not clear was noticed. Flush line was fast flushed but bubble would not clear. Flush line was disconnected and flush with 20 ml syringe was attempted. Additionally, it appeared like glue, or something was in the flush port of the farawave catheter. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.